Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump did alarm with high alarm displayed in the screen. The air in line was detected and the pump stopped. The pump was connected to a patient when the error/event occurred. There was no patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.